Event description:
It was reported that during the implant procedure, the physican felt the lead was "stretched" and the helix was not working properly after the ventricular lead was repositioned. The lead was removed and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the lead was stretched. It was also noted that distal conductor, proximal conductor, outer insulation, and inner tubing were distorted due to being pulled/stretched/overstressed, the inner insulation was kinked/buckled, the distal conductor was covered in blood, and the lead was damaged at implant.

Event description:
It was reported that during the implant procedure, the physican felt the lead was "stretched" and the helix was not working properly after the ventricular lead was repositioned. The lead was removed and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.